Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctagac) for an acute type b aortic dissection. A final angiography revealed a slight blood flow into the false lumen at the proximal end of the ctagac. The physician decided to monitor it. On unknown date but 2021, a patency of the false lumen was observed. On (B)(6) 2021, a reintervention was performed. The entry was not adequately covered by the proximal edge of the ctagac. The left subclavian artery was embolized by plug (avp ii 14mm). Additional stent graft was implanted under a left common carotid artery to cover the entry. The blood flow into the false lumen was resolved. The physician stated that it might be a possible cause that the ctagac location was not firmly checked from the side during the initial implantation.